Manufacturer narrative:
The investigation has been completed and the reported issues could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen and wake button on the pump were only responsive after multiple presses. The customer's blood glucose level ranged form 150 to 173 mg/dl. Reportedly, the pump would continue to be used for insulin therapy.